Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10986 it was reported that a patient presented for a device upgrade. During procedure, the right ventricular lead was fibrosed in the left subclavian and was unable to be explanted. As the lead was detached from the right ventricle, the right atrial lead dislodged as well. Both leads were cut and capped on (B)(6) 2019. Patient was discharged post procedure.